Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that it was not working properly, meaning they were not getting good therapeutic benefit. This had been going on for a while and last night they started having urinary retention where they can't go at all. They were going but not much. Patient has ms and their doctor told them they may have to push a little bit because of that. Reviewed option to increase amplitude or try a new program. Patient's spouse was also present on the call and said patient was previously on program 1 which worked better for the patient. Caller decided to change back to program 1 and adjusted amplitude until patient felt stimulation sensation. Caller will monitor symptoms but plans to also follow up with managing physician.